Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation,therefore cause of event cannot be determined.

Event description:
Levels operated: l3-4 it was reported that patient with degenerative disc disease/stenosis underwent direct lumbar interbody fusion on (B)(6) 2015. Intra-op, implant broke near the inserter/cage interface when surgeon impacted too far and attempted to back out to adjust position. Product came in contact with the patient. No fragments of the implant remained in the patient. No patient complications were reported.